Manufacturer narrative:
Initial and final MDR 1892698 - MDR 3003442380-2024-09590 - device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6) 2024,it was reported that patient faced four infusion set fell off during use events. The infusion set had been used for less than 3 days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.